Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed, and high battery impedance was found. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted leading to elective replacement indicator (eri). Battery depletion indicated/eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the battery of the device tripped elective replacement indications (eri) prematurely due to high battery impedance. The patient felt "dizzy" when the device triggered eri. The device was removed and replaced. No further patient complications were reported as a result of this event.